Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074469/5131412.

Event description:
It was reported that the patients ipg was no longer functioning as intended and the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.